Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported by the patient's mother that her child's infusion set did not adhere properly. The issue occurred with three infusion sets and infusion set was used for between half day and a maximum of two days. No further information available.